Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. It was recommended that the customer replace the power overlay switch. The customer reports replacing the keypad which resolved the issue.

Event description:
It was reported that the unit logged an error 1105 (alarm led failure). It is unknown if the device was in use at the time of the event; however, there was no patient harm.